Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a damaged pump battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 10/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2014 with the following findings:the pump battery compartment was observed to be cracked. During testing the pump powered on appropriately but the pump had an unrelated blank display screen. The pump was opened and the display screen was observed to be cracked. The display screen was replaced with a test screen and the pump display returned to normal.